Event description:
Customer states patient was receiving chemotherapy and tpn through cvc. States 1658r tegaderm chg dressing covered the insertion site. Nurse alleges patient suffered from redness, swelling, blisters, rash, itching and pain. The reaction was the same beneath the whole area of the product. It is not known when the reaction resolved. Catheter was removed in response to skin condition. Applied a topical cream to reduce redness. Tegaderm chg dressing discontinued. Patient has no skin sensitivities, dermatological pathologies or allergies. It is not known, if the patient used medications that affect the immune system. Patient has no reactions to other tapes or dressings. Skin was prepped with chlorhexidine gluconate. Unknown if the skin was dry prior application. No other wound care products used.

Manufacturer narrative:
Conclusions: device not returned, no evaluation can be performed. Device not provided to manufacturer for evaluation. Complaint type is being monitored and analyzed. Tegaderm chg complaints are significantly reducing based on number of units sold. 3m's updates to the package insert, additional instruction sheets, and educational programs are being effective in ensuring optimal use of the product. The insert provides the following information on site care: the site should be observed daily for signs of infection or other complications. If infection is suspected, remove the dressing, inspect the site directly, and determine appropriate medical intervention. Infection may be signaled by fever, pain, redness, swelling, or unusual odor or discharge. Inspect the dressing daily and change the dressing as necessary, in accordance with facility protocol. Dressing changes should occur at least every 7 days, per current cdc recommendations and may be needed more frequently with highly exudative sites or if integrity of the dressing is compromised. The tegaderm chg dressing should be changed as necessary: if the dressing becomes loose, soiled or compromised; if the site is obscured or no longer visible; if there is visible drainage outside the gel pad; if the dressing to be saturated or overly swollen.